Manufacturer narrative:
(B)(4). Lead model 3487a, lot #l43760, implanted: (B)(6) 1997, extension model 3708320, serial #(B)(4), implanted: (B)(6) 2007, programmer model 37743, serial #(B)(4).

Event description:
It was reported there were coupling/communication issues while recharging. It was possible the stimulator was flipped, but a flip was not confirmed. Later it was reported an x-ray was taken and based on the results one physician was going to do a revision. The patient changed physicians though, and the second physician also was planning on doing a revision. Per the reporter the second physician thought the issue related to the device was due to bad placement of the device and the leads. The second physician was planning on replacing the device system, but the revision was on hold because the patient had an un-related infection. No further details about the actual device issue were reported, and a date had not been set for the revision. The patient had 2 device systems implanted at the time of the event, and it was unknown which system the event pertained to. As a result a report has been filed on both systems. See MFR report # 3004209178-2012-01801 for the other report.